Manufacturer narrative:
Product ID 3093-28, lot# v475907, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device worked for about 3 months after it was implanted. However, it stopped working for some time. It was then placed in the patient¿s ¿other hip¿. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was later reported the patient damaged the device by doing go-carts. It was stated the device was placed in their other hip in (B)(6), 2011. It was noted the patient was getting good therapy after the device was replaced.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).